Event description:
It was observed that during the device evaluation, the colonvideoscope had white residue inside the auxiliary channel, the air water cylinder, and the air water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.